Event description:
The customer contact reported that the patient received less medication than intended. At an unspecified time, the secondary line of the pump was programmed to deliver an unspecified concentration of gentamycin for a duration of one hour. No further programming parameters were provided. After an unspecified length of time, it was reported that the pump display indicated the secondary delivery was complete; however, approximately 25% of the medication remained in the solution bag. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number, therefore, it will not be returned for investigation.